Manufacturer narrative:
Device evaluation: visual inspection revealed the weld has fractured on the housing of the screws. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied to the tulip head causing radial pressure on the tulip head leading to weld failure. DHR review and related actions per DHR review, a weld certification was provided to zimvie at the time the product was received. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two screws broke apart after being final tightened intra-operatively. They screws were removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00460.

Event description:
It was reported that two screws broke apart after being final tightened intra-operatively. They screws were removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.